Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00704. It was reported 2 of the patient's (B)(6) leads were not providing therapy and diagnostics indicated high impedance readings. Reprogramming was initially able to provide coverage, however the issue recurred. X-rays were taken and no migration was noted. Surgical intervention may take place at a later date.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00704. Additional information received indicated surgical intervention was undertaken and one lead was removed and replaced.